Manufacturer narrative:
Updated field: a1, a2, a3, a3a, a4, a5, a6, g3, g6, h2, h6, h11 additional information has been received as follows: 1. What type of procedure/surgery was the product used? >> c2-t2 posterior cervical decompression and fusion with biopsy of c5-6. 2. Can you please provide more information about patient¿s injury (laceration, etc.)? >> approx 3" laceration on the left posterior temporal aspect of the scalp 3. Was there a delay in surgery due to product problem? If yes, how long? Yes, 60 to 75 minute delay. 4. Was medical/surgical intervention required? If yes, what revision/intervention was performed during the incident? >> shaved hair around the laceration, applied pressure for approximately 30 minutes, area cleaned with chloraprep, multi-layered sutured, and bacitracin ointment and island dressing was applied.

Event description:
N/a

Event description:
A facility reported that during shift in positioning in the mayfield modified skull clamp (a1059), the patient suffered harm. Additional information has been requested.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) is returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned both rotational and lateral movement and a residue buildup is present. The index knob and the lock will need new components added to replace worn internal parts, and the unit will need to be machined to have heli-coils added to large starburst threads. The unit does not have a service history since purchased in 2020, and it is recommended that preventive maintenance (pm) be performed. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service team with the observation that the unit was in worn condition and had movement present in the lock. To resolve the observed issues, the roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings, wave springs and helicoils will be replaced along with general maintenance and cleaning. Root cause - the complaint is not confirmed for any known failure with potential for injury, and it is unclear as to how the injury occurred. The clamp does have some difficulty locking due to heavy residue build up in the locking mechanism; however, when the clamp is properly positioned and put under pressure, it did not move. Additionally, the unit does not have a service history since purchased in 2020 and requires a pm service. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.